Manufacturer narrative:
(B)(4). Analysis was unable to perform displacement test due to missing retainer. The pump was received with cracked lcd window,minor scratches on case, cracked select button keypad overlay, missing reservoir tube o-ring, missing display window cover and missing serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s mother reported via phone call that their insulin pump was damaged. The customer¿s blood glucose was 7.9 mmol/l at the time of the incident. Mother stated customer fell while skateboarding the pump now has crack in the display and the battery cap is loose. It was reported customer¿s father repaired it but feels that it¿s getting worse. The mother was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.